Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting a replacement cycler. He stated that he was not draining enough fluid and that his lungs were retaining too much "water". Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for fluid overload. She was not entirely convinced the cycler was at fault, however she is not technically qualified to make that judgment. The patient was discharged in stable condition and continues with the ccpd program using the replacement cycler without issues. Patient medical records have been requested but not yet received.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection or external discrepancies. The heater tray/scale was not obstructed. There were no device malfunctions that would have caused the reported event. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. A supplemental report will be submitted upon receipt and review of medical records by the post market surveillance department.